Event description:
Pt had been hospitalized in 2004. Cust states they had high bg's, changed complete set twice and became too sick to be at home and went to the hosp to be treated. Cust states they did not have anything for a manual injection, did not know they would ever need a backup plan. Cust states they were on an insulin drip, bg's came back down, so they changed out everything with the pump and within 2 hours, bg's elevated again.